Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 63 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient had positive driveline exit site culture for pseudomonas aeruginosa. The patient was placed on meropenem for 4 weeks. The patient continued to have significant problems with driveline infection with multiple debridement and revision procedures which began on (B)(6) 2016 with driveline debridement, repositioning of driveline, and soft tissue rearrangement. The surgical abdominal driveline wound was again positive for pseudomonas aeruginosa. Treatment was a 6 week antibiotic course of IV meropenem. Debridement procedures also occurred on (B)(6) 2016 with wound vac placement. Surgical abdominal driveline wound was positive for 2 isolates of pseudomonas aeruginosa. The patient was placed on 12 weeks of IV meropenem antibiotic. On "(B)(6) 20" the driveline exit site was again found to have light growth of pseudomonas aeruginosa. IV antibiotics were restarted due to increased drainage and highly resistant pseudomonas. The patient was placed on 6 weeks of IV meropenem. Two isolates of pseudomonas aeruginosa were confirmed on (B)(6) 2017 at the site of the previous wound vac, the right lower abdomen. Debridement of the driveline exit site was performed and the patient was placed on 6 weeks of IV meropenem. On (B)(6) 2017 the abdominal site was positive for 2 isolates of pseudomonas aeruginosa. This was a highly resistant organism only sensitive to IV zerbaxa. There were no oral antibiotic options. The infection had gone too proximal for further debridements and resistant organisms were present. The patient was advised to undergo lvad pump exchange. The patient underwent pump exchange on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: a specific cause for the reported event could not be determined conclusively through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No device-related issues were identified through the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 4.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Evaluation of the outlet elbow revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications.